Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lot history record (f1532206) indicated that there were no reworks or related non-conformances (ncmrs) for this lot. The lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the information provided and without the return of the device, the reported event could not be confirmed and the root cause could not be determined. Should additional relevant information become available a supplemental MDR will be filed. This is report 1 of 4; from the same user facility same lot number as MFR report #: 3004939290-2016-00244, 3004939290-2016-00245 and 3004939290-2016-00246.

Event description:
It was reported that 4 mynxgrip vascular closure devices from the same lot failed to deploy properly. The issue occurred with 3 different users. Additional information was requested, but is not available at this time. This report is 1 of 4.